Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed hardware low level failure. The patient's blood glucose at the time of incident was 70 mg/dl. Troubleshooting was initiated and the device passed; the device could rewind, the self test passed, and boluses record properly. However, the insulin pump had a motor error and failed battery test alarm in the alarm history. Troubleshooting did not occur for those issues. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 70 or motor error alarms were noted. The motor was tested outside the device and passed. Pump error 63 confirmed in pump history due to cold solder joint at keypad assembly. The device was received with cracked keypad overlay at select button. The device was received with minor scratched lcd window, case and keypad overlay.